Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that an asymptomatic patient came in for routine device check. R-wave had dropped, impedance was low, and capture could not be obtained during max output. Fluoroscopy confirmed dislodgement and during repositioning it was reported that the lead helix had issues retracting and extending. The lead was explanted.